Event description:
Pt admitted with lateral sublaxation rt patella. Pt had a hx of injury to rt knee in 1995. Pt underwent several surgeries last one in 1997, revision of rt total knee arthroplasty. The pt did well until pt fell two years after pt's replacement. Since, the pt continued to have discomfort and a catching sensation of the right knee. Per surgeon on inspection of femoral tibial and polyethylene components, poles for rotation of the insert had become substantially worn and possibly a contributing factor in the pt's discomfort and sensation of instability, thus a lateral release was performed on the inside of the knee and advancement of the vastus medialis with exchange of the tibial polyethylene insert.